Event description:
They exchange the patient's older tube with a new device. After procedure, the patient went back to the room and the device was leaking at the segment where the hub is affixed to the catheter. They then successfully exchanged the leaking tube with another tube from the same lot. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is still under investigation.

Manufacturer narrative:
(B)(4). During investigation, a review of complaint history, instructions for use (IFU), quality control (qc), a visual inspection and trends were constructed. One 8.5 fr mac-loc hub (with cap) was returned for inspection; however, the drainage catheter was not returned for investigation (1 mm or less of the catheter was present distal to the cap). (It should not be noted that the actual complaint device was not returned for investigation). A visual examination of the returned product noted that an unk item was attached to the proximal end of the hub. The cap of the mac-loc appeared to have "teeth marks" as if tightening or loosening of this part was attempted with some sort of tooling (pliers or something similar). There were also teeth marks on the mac-loc as if that component had accidentally been grabbed by the tooling during the attempted tightening/loosening of the cap. The suture was still present within the threads of the cap/macloc. The threaded end of the mac-loc (not including the cap) was nearly completely separate approx 1.5 threads in from the start of the threads. The remainder of the threads were still connected to the cap component (approx 1-1.5 threads showing outside of the cap). Due to the condition of the cap, the initial leakage could not be tested or could the root cause of the leakage be determined. The device is inspected per quality control spec, confirming that the mac-loc assembly is free of leakage. The device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Without return of the actual complaint device, it is difficult to determine a definitive root cause. However, it is likely that the separation occurred due to the excess pressure placed on the cap/hub as seen by tool marks on the cap indicating the user may have tried to tighten or loosen the cap. We have notified the appropriate internal personnel and will continue to monitor this device. The quality engineering risk assessment concluded that no further action is required.

Event description:
They exchanged the pt's older tube with a new device. After procedure, the pt went back to the room and the device was leaking at the segment where the hub is affixed to the catheter. They then successfully exchanged the leaking tube with another tube from the same lot. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.